Event description:
At about 14 years and 8 months after primary, the patient came in reporting pain due to a loose stem. The surgeon revised the medacta stem and head with a competitor's components and revised the medacta liner with a medacta liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 24-jul-2024: lot 081593: (B)(4) items manufactured and released on 30-jun-2008. Expiration date: 2013-05-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.